Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage and stretching. Concomitant product: product ID 407652, lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) <(>&<)> right ventricular (rv) leads pulled back by twiddling. The leads were explanted and replaced. No patient complications have been reported as a result of this event.